Event description:
The customer reported that the readings from his sensor were different from his blood glucose levels. The customer stated that he received a reading of 72 mg/dl which dropped to 64 mg/dl when his blood glucose was 297 mg/dl. At the time of reporting, the customer's blood glucose was 59 mg/dl, with a sensor reading of 93 mg/dl. It was found during troubleshooting that the customer was calibrating when blood glucose was unstable and also that he was calibrating to correct an inaccurate low blood glucose. Proper calibration techniques were reviewed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-08445.